Event description:
I started having an issue with my night vision soon after the lasik eye surgery was done back on 2006. I was told yesterday that I need to wear eye glasses while I'm driving at night. The eye glasses need to have a non-glare lenses.